Event description:
Customer stated, "when I plugged it in and put it on my knees, the pad sparked a little bit." The product was returned for investigation. Customer stated that the incident lasted a few moments. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that the there was a break in the cord at the butterfly. The investigator determined that user was misusing the pad by wrapping the cord. Repeated stress and twisting of the cord caused a break on the cord and led to the sparks the customer described. The investigator also determined the customer was folding and laying on the pad while it was in use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".